Manufacturer narrative:
Additional information was received in a published literature. Ishii t, miyoshi h, sato h, yokomi h, takasaki t, takahashi s, tsutsumi ym. Connector blood leakage suggesting pulmonary artery catheter damage. Anaesthesia report. 2025 jul 22;13(2):e70022. Per the literature, catheter entrapment is a rare complication of pulmonary artery catheter (pac) insertion. A 57 year old man underwent ascending aortic replacement. A pac was inserted via the right internal jugular vein without difficulty under continuous transesophageal echocardiographic guidance, which confirmed its appropriate placement in the right pulmonary artery. As this was the patient's second cardiac surgery, dense adhesions were present. During adhesiolysis, an injury occurred at the base of the pulmonary artery, which was successfully repaired using felt reinforced sutures. Fresh blood was observed around the optical module connector upon arrival to the intensive care unit, though the significance of this was unknown. Pulmonary artery pressures, mixed venous oxygen saturation and cardiac output measurements were unaffected and clinically appropriate. On postoperative day 1, pac removal was attempted but resistance was encountered after withdrawing approximately 5 cm. Fluoroscopy revealed that the catheter tip was fixed. During resternotomy, staff found the pac had been inadvertently sutured to the pulmonary artery. The catheter was carefully released and removed with cardiac bypass support. Examination revealed suture punctures through the optical module lumen, resulting in blood leakage without affecting monitored values. The patient recovered without further complications. Blood leakage from the optical module connector may indicate catheter damage or entrapment, even in the absence of abnormal monitoring data, and should prompt further evaluation.

Event description:
It was reported that a swan ganz cco catheter was sutured into the heart or the blood vessel. Event caused blood leakage from the optical module connector and re-incision to suture the bleeding site. It was assumed that the catheter was sewn in the blood vessel or the heart due to punctures with needle found on the catheter after removal from patient. No information could be obtained regarding the exact location where the catheter was sewn in, what kind of surgery the catheter was used for, or whether blood transfusion or extension of hospitalization was required due to this blood leakage. The patient was an adult, but age and gender were unknown. The customer commented that there was little impact on the patient and this event was due to procedural error by the operator. The device was discarded and not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The lot number was not provided thus a device history record was not reviewed. No corrective actions will be taken at this time. The instructions for use of japan, under important precautions states as following, if a catheter is placed during bypass or other surgery, be careful not to sew the catheter when suturing close to the cannula placement site immediately after surgery. If there is resistance when you try to withdraw the catheter a few centimeters, the catheter may have been sewn, or blood leaks from the catheter lumen or abnormal measurement values may be seen. Complaint histories for all reported events are reviewed through trending on a monthly basis and continue to be monitored for any unfavorable trends and documented as part of this monthly review. No corrective or preventative actions are required at this time.